Event description:
It was reported that the lead dislodged twice with positioning difficulties encounted during repositioning attempts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead returned. Upon visual inspection, it was noted that there was blood/body fluid in the proximal conductor (not obstructed). Also noted that the outer insulation of the lead was breached/cut as well as having a cosmetic depression. Visual inspection, also noted that there was blood in/on helix/lobe mechanism and that the lead had been stretched with apparent explant damage to the lead.